Event description:
It was reported there was a key failure.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that device case had been damaged. The front case assy and related labels were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was damage to the front case assy. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the front case assy and related labels to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.